Event description:
It was reported that, after tkr surgery with a lgn cr high flex xlpe sz 3-4 11mm the wound healed in the first stage after the operation. Five weeks later, the patient experienced that the suspected thread segment at the proximal end of the wound was eliminated, and the wound was punctured with a self sewing needle. The wound gradually became red and swollen. The local clinic changed the dressing and applied an anti-inflammatory plaster externally. The symptoms did not improve and the extent and extent of the redness gradually expanded. This adverse event was solved by wound dressing change, bacterial culture, anti infection treatment with sensitive antibiotics. The wound healed after intravenous antibiotic anti-infection treatment. Patient current health status is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device was not returned for evaluation and the reported event could not be confirmed the clinical/medical investigation concluded that, approximately 5 weeks after a total knee replacement surgery, the patient found a thread segment at the proximal end of the wound. She punctured it herself with a sewing needle. The wound gradually became red and swollen. The symptoms did not improve, and the extent of the redness gradually expanded. This adverse event was solved by wound dressing change, bacterial culture, anti-infection treatment with sensitive antibiotics. The wound healed after intravenous antibiotic anti-infection treatment. It has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Reportedly, patient current health status is fine. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that skin sloughs or delayed wound healing and acute post-surgical wound infection have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.